Manufacturer narrative:
(B)(4). Groundland, j., brown, j. M., monument, m. Bernthal, n. Jones. K. B., randall, r. L. (1 oct 2021) what are the long-term surgical outcomes of compressive endoprosthetic osseointegration of the femur with a minimum 10-year follow-up period? Clinical orthopaedics and related research, 480(3)539-548. Https://doi.org/10.1097/corr.0000000000001979. Concomitant medical products: unknown orthopedic salvage system distal femur catalog #: ni lot #: ni, unknown orthopedic salvage system tibia catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bearing catalog #: ni lot #: ni, unknown orthopedic salvage system diaphyseal connector catalog #: ni lot #: ni, unknown orthopedic salvage system taper adapter catalog #: ni lot #: ni. Correspondence author. It is currently indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two (2) patients underwent knee arthroplasty revisions to address post-operative fracture of the spindle component. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.